Event description:
The patient's mother states her daughter has been having elevated blood glucose levels since (B)(6). She says her blood glucose levels have been ranging from 29 mg/dl to 595 mg/dl. Her target range is 80-150 mg/dl. Her blood glucose levels have reportedly been in her target range since she discontinued pump therapy a day before calling animas. She went off pump therapy per recommendation from her doctor. The patient's blood glucose occasionally responded after changing her infusion site. The patient's mother called her doctor on (B)(6) and the doctor increased the patient's insulin regime. The patient was reportedly regurgitating on (B)(6) and the doctor recommended the patient increase her insulin regime again. The patient's mother and the doctor feel there is a problem with the pump but cannot describe the problem. The alarm history reveals low cartridge and low battery alarms. The prime history revealed frequent prime events due to changing sites to treat elevated blood glucose. She confirmed that the patient does not prime while attached. All basal and bolus deliveries add up correctly however the basal delivery rate was inconsistent. The pump's advanced settings were confirmed as correct. There were no problems detected with the infusion set, infusion site, or cartridges. Although it is unknown whether the pump malfunctioned, this complaint is being reported as the patient's blood glucose levels were elevated while using the pump. The patient's blood glucose levels may be indicative of a serious diabetic injury. The pump was requested for return.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing and therefore the button could not be used as intended. Insulin can be delivered using the normal bolus feature. This defect is not likely to cause or contribute to an adverse event. Evaluation also revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.